Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting is-1 leads into the header of this device. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during this patient's implantable pulse generator (pacemaker) implant procedure, the right atrial and ventricular lead were inserted in the header, however the lead pins did not go inside correctly. After repeating the connection process, the leads were eventually inserted fully by releasing air, check setscrew position, and lubricating with distilled water. This was confirmed when adequate measurements were evidenced. Postoperative data looked good. This system remains in service and no adverse patient effects were reported.